Manufacturer narrative:
Eval summary: operative notes regarding the surgical procedures performed were provided. Part and lot numbers were provided, however no product was returned for inspection. At the time of implantation, zimmer cable-ready cerclage cables were used with a zimmer winterthur femoral plate in addition to the znn nail. During the revision surgery, the bone underneath the plate and between the most distal and proximal cables was found to be necrotic. The cable-ready package insert states "the incidence of nonunion is increased in pts known to smoke. Other poor candidates for surgery include obese or malnourished pts, or known alcohol or drug substance abusers. Pts with poor bone stock may also be poor surgical candidates." The pt was revised with a biomet femur replacement. Pt health and compliance is unk. The use of an intramedullary nail coupled with a bone plate likely decreased vascularization of the pt's bone as evidenced by the necrotic bone discovered below the plate. Zimmer znn nails are meant to provide temporary fixation and the non-union would increase the length of time the znn nail experienced significant stresses, as the pt's bone was not sufficiently sharing the load with the implant. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications, the investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported the pt was revised to address a non-union and a broken femoral nail.